Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube is pushing off non patient end of needle with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: kickbacks have been occurring frequently in tubes from the reported lot. Needles used for blood collection are as follows: nipro safetouch blood collection set with luer adaptor and tube holder; 23 g × 3/4 (0.6×19 mm) (product code: 32-383). No health hazard has been reported.

Event description:
It was reported that tube is pushing off non patient end of needle with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: kickbacks have been occurring frequently in tubes from the reported lot. Needles used for blood collection are as follows: nipro safetouch blood collection set with luer adaptor and tube holder; 23g×3/4 (0.6×19mm)(product code: 32-383). No health hazard has been reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.